Event description:
Rptr's wife was operated on 11/1/95 at which time a steel plate was installed in her arm, due to a fracture. Later she experienced extreme pain and almost a total loss of her arm's movement. X-rays revealed that the plate had failed. Rptr stated that prior to the plate failure, therapy was going extremely well, but because of the defective device, almost all of that is lost. According to the dr, broken metal implanted in elbow cannot be replaced/corrected. It will be a permanent injury. It may cause medical complication if attempt is made to correct it. (*)